Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9736411, serial/lot: unknown and product ID 9736356, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0902 captures the blue and blank screen and a1102 captures the unknown error. B5) additional troubleshooting was performed for this event. It was reported that the "ubuntu grub" recovery mode was attempted to be utilized but there was no resolution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system encountered an unknown error while in surgery. They were fully set up for surgery when the site went to move the navigation system to another side of the room. They plugged the system back in after moving, and the navigation monitor changed to a blue screen with an unknown message. The site swapped the navigation systems to continue surgery. Later in the day, they booted the system up, but after logging in, the navigation system displayed a blank screen. There was no reported impact to patient's outcome and surgical delay time was not provided.